Event description:
The pt reported that his infusion device started beeping and showing "77" on the display screen. The pt stated that the power pack was a little over 2 weeks old. The pt was aware of the power pack recall. The pt inserted a new power pack and the infusion device started working properly. The pt's blood glucose was not affected. The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product will not be returned for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.